Event description:
It was reported that pump experienced malfunction alarm malf 4 with no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup, and technical support arranged warranty replacement pump.